Event description:
This report is based on information provided by philips service parts supply (sps) warehouse and has been investigated by the philips complaint handling team. A power management (pm) printed circuit board assembly (pcba) was returned for which the customer was given the option of a part replacement or part credit. When the pm pcba was installed into the v60 ventilator, it was observed that there was smoke, and several components were electrical fried. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. We are unable to confirm the final decision by the customer, or final disposition of the device. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.